Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number updated. H6 clinical code e130501 and e030202 added. H6 impact code f2302 added.

Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. Hemodynamic instability/thrombocytopenia/renal failure: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow issue was most likely related to the cannula kink; however, the cause of the kink could not be determined without data log review and sufficient clinical details.

Manufacturer narrative:
The initial reporter stated the pump will be returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 59-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: CABG and aortic and valve repair/replacement. While the patient was in the intensive care unit (ICU), there were constant suction alarms, so the physician replaced the device with another impella cp, which resolved the issue. There was no clot seen on the device when explanted. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.4l/min as intended. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.